Manufacturer narrative:
Additional product code: hrs. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021 during procedure the screw driver shaft was not holding a screw and is stripping the screws. The screw that was stripped was not able to be removed from the patient, procedure was successfully completed with no surgical delay and no fragments were generated. This report is for one (1) 1.5mm cortex screw slf-tpng with t4 stardrive recess 12mm. This is report 2 of 2 for complaint (B)(4).